Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture was confirmed. The device was also sent for scanning electron microscopy (sem) analysis. A review of the sem report determined the leak was located over the distal balloon marker. Mechanical damage was documented at the leak edges. The mechanical damage is also stated as being on the outer diameter surface. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely handling damage and/or during or subsequent to removal of the device from the packaging caused the noted balloon tear and reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. .

Event description:
It was reported that the procedure was performed to treat a fibrous and lipid de novo lesion in the distal left circumflex coronary artery with mild tortuosity, no calcification and 99% stenosis. Pre-dilatation was performed with an unspecified 2.5x15 mm non-compliant balloon dilatation catheter. A 3.00x18 mm xience sierra stent delivery system (sds) was advanced to the lesion and the stent was deployed at 12 atmospheres. The balloon of the sds ruptured during a second inflation to 16 atmospheres. There was no resistance during advancement or removal of the sds. The procedure was successfully completed with no further dilatation. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.